Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an 54mm cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. There are no medical records, x-rays and patient info available as per hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that there was a hip revised due to osteoporosis of the acetabular. The cup was also misaligned and loose. The stem was not loose and stayed in. There are no medical records, x-rays and patient info as per hospital policy.